Event description:
The customer reported that her blood glucose read "high" (>500 mg/dl) 12 hours after the pod was activated. She reported that she thought the cannula inserted during activation, but then she noticed a second insertion half an hour later. The cannula was visible and the needle was retracted.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism or to determine any root cause. No product lot number was reported therefore no qualification records could be reviewed.